Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Reporter indicated a vns patient had high lead impedance at an office visit. The patient may have caused trauma by stretching and reaching when working on a car per the reporter. The vns was disabled. X-rays were received and reviewed by the manufacturer. No obvious lead breaks were noted, but the lead pin was fully inserted into the generator header, ruling out a pin issue; a lead fracture is suspected. The patient later had vns lead and generator replacement surgery performed. Attempts for further information and return of the explanted devices are in progress.